Event description:
It was reported that a patient underwent a cesarean section procedure in 2009. Two days after the procedure, the suture broke 1/3 from the side incision. The patient was resutured.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch be8llwmo, batch bd8hqrmo.